Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed corrosion on both couplers, it was still unknown if the water flow was restricted through them. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The field service representative (fsr) found that the flow over cold plate is below normal when in cool down mode and suspected low flow condition in maintain and rewarm mode. The arterial hose connector were found to be clogged with debris. The two rear panel hose connectors were replaced and flow resumed to normal. The unit operated to the manufacturer's specifications. The suspect components are being returned to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that the unit was not warming fast enough. No other details regarding the nature of this complaint are available.